Event description:
The customer reported that the catheter had a deflection problem. The catheter got stuck in a deflected position while it was used in the patient. The catheter was removed without any problem and with no patient consequences. New catheter was used to complete the case.

Manufacturer narrative:
A 3500a supplemental report will be submitted to the FDA as required if any additional information is provided by the customer. (B)(4).

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.contact information was corrected. Contact name was updated.(B)(4).